Manufacturer narrative:
The returned product was not analyzed as the complaint could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference manufacturer reports: 1627487-2011-01449 and 1627487-2011-01451. The patient received her scs system, including an ipg and two surgical leads, on (B)(6) 2010. It was reported that the patient's system was explanted on (B)(6) 2011. The physician felt that the patient exhibited symptoms of a demyelinating condition and needed to have an MRI. Prior to the explant surgery, the patient received intravenous antibiotics preoperative. The physician reported that during the explant procedure, he noticed some pus at the lead sites around the electrode paddles. No culture was taken. Follow up on the patient found that the patient was recovering from the explant surgery, and no further patient complications were reported.